Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty transistor on the pace/defib engine board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed a "defib fault 72" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.